Event description:
Device implanted 2004. Brachytherapy successfully delivered with a balloon infusion volume of 15 cc for 4 days. In about 2 months pt presented with seizures, the site stated that the event was considered possibly related to the device.